Event description:
Customer reported via phone, she was attempting to bolus when she noticed the buttons on the insulin pump were not responding. Customer's blood glucose was unknown. Customer doesn't recall to any significant events that may have led to the keypad anomaly. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device to undergo further analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to upper arrow corroded keypad traces. The insulin pump has cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.